Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected error test and displacement test. Pump passed the dat test at 0.08690 inches. No excessive no delivery alarms noted. The pump was download to carelink, care link reports shows pump activity from (B)(6) 2018 thru (B)(6) 2018. All bolus delivered during testing were properly recorded at the pump history and carelink report. No history or carelink report anomalies were noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose 530 mg/dl on (B)(6) 2018. The customer¿s blood glucose level was unknown at time of incident and current blood glucose level was unknown. The customer¿s blood glucose levels were 540 mg/dl. The customer was treated with bolus using the pump. The customer allege pump was under delivering because blood glucose was high. The customer was in the hospital for high blood glucose due to no deliveries. The customer was assisted with performing the high pressure test and the test failed. The customer was wearing the pump less than 48 hours prior to the hospitalization. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will be returned for analysis.